Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with no battery installed. No cosmetic damage noted. Data analysis: (B)(6) 2016 daily insulin total = 18.925u. (B)(6) 2016 daily insulin total = 17.525u. (B)(6) 2016 daily insulin total = 20.450u. (B)(6) 2016 daily insulin total = 19.675u. (B)(6) 2016 daily insulin total = 17.975u. (B)(6) 2016 daily insulin total = 18.150u. (B)(6) 2016 daily insulin total = 9.750u. There is no data listed for the dated of (B)(6) 2016 due to no battery installed. Please see medwatch report number 2032227-2015-78764.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. The caller stated that the customer was also hospitalized in (B)(6) 2015 and both times the customer was told that they had low blood glucose. The caller stated that the customer passed away on (B)(6) 2016, in the emergency room of a hospital. The cause of death was pulmonary failure; the customer could not breathe. The caller stated that the customer was a double amputee, had heart damage and heart disease, trouble with vision, and had a stroke previously. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected from the customer at the time of admittance to the emergency room; they gave injections and monitored. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.